Event description:
The customer reported multiple cases of anterior chamber inflammation, with some of the cases exhibiting fibrin reaction. The customer also stated that they are having problems with the I/a tips being clogged and hard to clear. For this pt, inflammation was observed in both eyes. The MDR report for the fellow eye was reported in MDR 2028159-2007-00450. The doctor increased the dose of econopred, as a prophylactic measure for pseudomonas. The pt outcome was reported as good this is the one pt. For additional patients, see mfg report #'s listed: 2028159-2007-00441, 0442, 00444, 0445, 00450, 00452,00453, 00457, 00458, 00459, 00460, 00461, 00462, 00463, 00464, 00465, 00466, 00467, 00468, 00469, 00470, 00471, 00472, 00473.

Manufacturer narrative:
Add'l follow-up with the customer indicated that the handpieces were being cleaned with enzymatic cleaners. During cleaning, the customer was flushing with 60 cc of water, instead of the recommended 120cc of distilled of sterile water. An alcon clinical rep visited the site and identified a number of issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding the use of pre-operative preparation of the pt. The customer was sent the I/a handpiece instructions for use, which includes recommended methods of cleaning the handpieces. The customer was also sent an asorn article, "recommended practices for cleaning and sterilizing intraocular surgical instruments". Investigation, including root cause analysis is in progress.